Event description:
Catheter/hub separation on cook medical 8 french and 10.2 french multipurpose drainage catheters. Dates of use: (B)(6) 2015. Diagnosis or reason for use: drainage of fluid collections nephrostomy, abscess, seroma.